Event description:
Device first placed on 4/14/97. Cath was checked for leakage and output was recorded, no other documentation of care in pt's record. Pt was released w/device which was removed on 4/18/97. Pt re-admitted on 4/20/97 w/significant penile irritation.